Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two segments. The electrode tip unit was missing and appeared to be ripped apart from the lead during extraction. The distal segment of the lead showed extremely stretched coils and cable were looping out of the lead body in several places. Insulation tear and the extracting stylet stuck inside the segment. These damages were induced at explant. Setscrew marks were also noted on all terminal connectors and some insulation abrasion was also noted which appeared to be due to lead on lead contact.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. Additional information was received indicating that both the lead and device were explanted. No further information is available at this time. No additional adverse patient effects were reported.